Event description:
It was reported that the broncho videoscope was getting error b30 (scope communication error). The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
E-1 field: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.